Event description:
Surgeon reported that the sim-loc screws were backing out from the plates one year post-op. A revision procedure was performed and new hardware implanted. As surgical intervention occurred, an MDR is being filed to document this event.